Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device would intermittently not power up and prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a connector with bent pins on the main board. The main board was replaced to remedy the problem. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.